Event description:
Additional information received indicated that the cause of the event was a superficial ins (implantable neurostimulator) placement. The ins was turned off by retail store scanners. Interventions on 2013 (B)(6) included changing of the bandwidth and evaluation of battery life. The patient did not require hospitalization due to the event. It was stated that the ins went off on its own. Battery life was reasonable. The patient could feel much better.

Event description:
It was reported that the patient¿s stimulation was turning off. It was noted that the patient was not using the patient programmer but the stimulator still ¿got shut off¿. It was stated that everything "appeared to be fine" with stimulator except when the patient came to see healthcare provider the device was off. It was noted that a follow-up appointment would be planned for troubleshooting the device. It was later reported that the patient was being scheduled for a follow up visit and no diagnostics have been performed yet. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 3093-28 lot# v806858, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).